Manufacturer narrative:
The complaint of interrogation problem was not confirmed. Electrical and mechanical analysis revealed normal device characteristics without any anomalies.

Event description:
New information received indicates that the implantable cardiac monitor (icm) was explanted. There were no patient consequences.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardiac monitor (icm) exhibited an interrogation problem. After a delay, the requested data was obtained. No resolution was taken. There were no patient consequences.